Manufacturer narrative:
Upon retrospective review, this issue was determined to be an MDR.

Event description:
Radsuite provides a means to distribute, display, and store diagnostic-quality medical images in electronic format. Customer complaint (B)(4) from (B)(6) opened (B)(6) 2015 states prefetcher is not working as expected (appears delayed). Customer reported that prefetcher is not working and is affected , potentially, patient care. The prefetcher is intended to pull patient priors for radiologist to review during diagnosis. (B)(4).